Event description:
Ortho development stem and head were initially used with a competitor's acetabular system. After 12 years, the cup has loosened and the liner is broken with both needing to be explanted. Due to this, the head must be removed. All three are being replaced with a competitor's product.

Manufacturer narrative:
Part will not be returned to ortho development. Furthermore, the surgical procedure (explant and new implant was performed by a competitor; therefore, no additional information could be obtained or will be forthcoming.